Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant medical products: 6996sq58 lead, implanted: (B)(6) 2007; 5068-45 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. The ICD was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.